Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that users were unable to remove medications from drawer. There was delay in patient care as the user was able to obtain the medications from the other unit in the room. There were no adverse events or injuries reported based on this event.